Event description:
Product issue fielded by medtronic - reported in medtronic database. Patient battery is dead again. Patient had to have a replacement but with living in (B)(6) and seeing a doctor in (B)(6), it would not be covered. They need a list of doctors who use the device. Mainly to find a doctor in (B)(6) or use it as proof for an exemption. Patient has been provided with list of providers in area. No further action to be taken at this time.